Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged printed circuit board was discovered and caused the reported touch screen power failure. Additionally, one of the connector pins was found bent. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite ii video system center¿s touch screen was not powering on during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. Correction: correcting h10 of previous report. The reported event of touch screen does not power was not confirmed by repair department. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction of h-10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. During the evaluation, it was recommended replacing the printed-circuit board and touch panel. Olympus will continue to monitor field performance for this device.